Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector and or lcd keypad connector. No button error alarm during testing. Also the device was received with cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the buttons on the insulin pump do not respond and it alarmed button error. Customer's blood glucose was 13.6mmol/l. Buttons were not pressed for three minutes or longer. No further information reported.